Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, device recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The device was then programmed with a fill cannula delivery. Device delivered the units properly with water exiting the infusion set. No prime anomaly noted. Device was able to deliver test boluses greater than units during testing. No bolus anomaly noted. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose was 569 mg/dl and at the time of incident it was 700 mg/dl, and 331 mg/dl. The customer reported that the insulin pump was not delivering all of the insulin and it was stopped at 60u. The customer treated their high blood glucose with manual injection. The customer reported that the drive support cap was normal. Based on customer report customer allege the insulin pump that it was under delivering insulin. The insulin pump will be returned for analysis.